Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and the ketone level was moderate to large. The customer was nauseous and was vomiting. A bolus via the pump was delivered in an attempt to lower the bg level. The customer went to the emergency room and was admitted to the hospital on (B)(6) 2017. Syringe boluses were administered and the temporary basal rate was increased to 140% to address the high bg. The bg lowered to below 240 mg/dl. The customer was to be discharged the next day. A pump system check was performed and there were no device issues identified. Although requested, confirmation of the customer's discharge date was not provided.